Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was not responding properly. Customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 425 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.